Manufacturer narrative:
Review of programming/device diagnostic history.

Event description:
During a review of the pt's programming history as part of a request for a battery life calculation, it was observed that the pt left the operating room at unintended settings which was not corrected until a f/u appt. There is no record of a faulted systems diagnostic test occurring however the pt's settings are indicative of a faulted systems diagnostic test.